Event description:
Procedure: unknown. According to the reporter: the tip of needle broke during procedure. The patient was x-rayed but broken tip could not be found, so another was used. There was no bleeding or tissue. There was no extended surgical time reported. The patient status: ok.